Manufacturer narrative:
The complaint sample was received on 7/7/2016 and decontaminated on 7/8/2016. The initial visual inspection performed to identify the leak after decontamination. Returned failure sample was observed under the magnification and found that formed film material flowed into lump and created weak spot to leak on back of pump cassette at crystalloid side. During leak/dunk-testing, leaking was observed on back side of pump cassette at crystalloid side on edge of mixing pouch which confirmed a pinhole leak in that area. The device history records for the applicable was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition. There were no devices of the same lot remaining in the manufacturer's product inventory.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. She stated the delivery set leaked during the third dose of cardioplegia resulting in approximate 15 cc loss of patient blood. The perfusionist stated she changed out the delivery set for another and the procedure continued. The report stated there were no patient complications or delays in surgery due to the alleged event. The delivery set was returned to the manufacturer for evaluation.